Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the motorized movement is not functioning. Upon some functional test fse confirmed that the spp power supply was malfunctioning. The fse replaced power supply. After replacement of the power supply, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the motorized movement is not functioning. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Troubleshooting actions showed a problem with the spp power supply. The fse replaced the power supply, performed geometry calibration, and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.